Event description:
A report was received that the patients ipg would not charge and there was a communication failure between the ipg and the remote control. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg would not charge and there was a communication failure between the ipg and the remote control. The patient will undergo an ipg replacement procedure.